Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -6.5 diopter, implantable collamer lens into the patient's right eye (pd) on (B)(6) 2023. The lens was replaced with a shorter length lens due to elevated iop(60mmhg) without pupil block and angle closure(assesed on 19/feb/2023), significant reduction of irido-corneal angles, blurred vision, and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - health effect impact code 4581: significant reduction of irido-coneal angles. Claim# (B)(4).